Event description:
On making initial pt bedside report, pt was found to be deceased. Pulse ox was still on toe, but not registering anything. Upon inspection, it was noted that the wires connected to toe sensor were frayed. Telemetry was called and I was told that they had sent several pages. (B)(6) was on nights and said she had not received any pages after they had done vital signs at 0445 (which were within normal limits). Pt was also turned and repositioned at that time. M.d. Was notified of death. General hospital products.